Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left and right common femoral arteries using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) with the first two proglide devices. The sutures of five new proglide devices were successfully pre-placed (between both access sites). The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved at both access sites with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a cuff miss occurred on each side. Hemostasis was achieved with three new proglide devices on the right side and 2 new proglide devices on the left side. No additional information was provided.